Event description:
Related manufacturer reference number: 2017865-2024-00831. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and mode switch on the atrial (ra) lead. The physician elected to cap and replace the ra lead. During the implant of the new ra lead it had high capture thresholds lead the patient had a complaint of pain and a cardiac perforation was noted the ra lead via fluoroscopy. The patient was in stable condition.